Event description:
Customer called with complaint of elevated blood glucose but had no ketones present. Have been unable to bring blood glucose down. During troubleshooting, leadscrew made complete rotation but nothing exited. Spring clip was in place and there didn't seem to be a problem with manual priming.